Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events, and are serious injury events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 1444 malfunction events. 931 events were due to the device failing to osseointegrate ((B)(4)). 319 events were due to loss of osseointegration ((B)(4)). 149 events involved fracture of the device or a component ((B)(4)). In 73 events, there were issues reported with a mount component ((B)(4)). In 25 events, there were issues reported with a screw component ((B)(4)). In 1 event, it was reported that a device or a device component was cracked ((B)(4)). 30 events involved a failure to separate of a device or a component ((B)(4)). In 4 events, the device was malpositioned ((B)(4)). In 3 events, it was reported that the device was difficult to insert ((B)(4)). In 6 events, there was no known device problem reported ((B)(4)). In 1 event, a positioning failure was reported ((B)(4)). 4 events were due to migration or expulsion of the device ((B)(4)). In 1 event there was insufficient information ((B)(4)). 2 events were due to a device handling problem ((B)(4)). In 1 event there was a detachment of the device or device component ((B)(4)). In 1247 events, there was no device problem found during evaluation. In 137 events, a fracture of a device or device component was found during evaluation. In 122 events, a stress problem was identified during evaluation. In 47 events, an operational problem was identified. In 32 events, there are no findings available because the device was not returned for evaluation. In 14 events, a friction problem was identified. In 1 event, a deformation problem was found during evaluation. In 1443 events, these are known inherent risk of the procedure. Furthermore, in 221 events, the device failure was found to be related to the patient's condition. In 2 events, the clinician failed to follow the instructions. In 11 events, a user error caused or contributed to the event.

Event description:
This report summarizes <noe> 1444 </noe> malfunction events. This report summarizes 1444 malfunction events where patients' experienced endosseous dental implant failure. Of these events there were: 310 events where infection occurred. 191 events where inflammation occurred. 148 events where patients' experienced osteolysis. 129 events where erosion occurred. 9 events where patients' experienced pain. 1 event where tissue damage occurred. 1 event where a patient experienced inadequate osteointegration. 1 event where a patient experienced fistula. 4 events where a patients' experienced sinus perforation. 1 event where wound dehiscence occurred. 1 event where the nerve proximity was not otherwise specified. 2 events where abscess occurred.